Event description:
There ws no pt involved in this event. This device malfunctioned because it was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device anf if left undetected could result in the failure of the device to delivery therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and subsequently removed and inserted again on (B)(6) 2010. The device performed to specification until (B)(6) 2012. On (B)(6) 2012 the device failed due to a low battery. The reported problem with the device emitting a "service required" message, was attributed to a fault in the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.